Event description:
It was reported that transfer set might have been loose. The care giver (cg) disconnected the patient line and then connected back to the patient line to verify a secure connection. The home patient (hp) then proceeded with therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.